Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and cleaned the luminometer, replaced the aspiration (grey) 6 channel tubings and the two wash blocks. The instrument ran quality controls (qc) and successfully passed. All results were within range and the instrument is determined to be operational. The cause of the falsely elevated cardiac troponin I (tni-ultra) patient result is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The initial result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and alternate centaur cp. The repeated results were lower and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.